Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had not charged in 3 months due to poor coupling. The patient met with representative the day prior to report to do physician mode recharge (pmr). The patient then charged the ins to full but on the date of report it was back in overdischarge. It was reviewed that after overdischarge, the battery needs to be conditioned to hold a charge. The representative would do another pmr and was to instruct the patient to condition the battery. No patient symptoms were reported. The indication for implant was non-malignant pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s weight at the time of the event is unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s nurse did not know the patient¿s exact weight, but noticed that the patient had gained 20 pounds. They stated that the patient was scheduled for a device replacement on (B)(6) 2018, but had to re-schedule to a further date due to inventory shortage. The rep was able to pull the device out of overdischarge after meeting with the patient on (B)(6) 2017. They instructed the patient to charge more often to increase the battery condition. No further complications were reported.